Event description:
Country of complaint: (B)(6). Complaint states: increased development of granuloma.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Samples received: 3 unopened pouches and 1 opened. Analysis and results: there is one previous complaint of this code batch regarding other issue and was closed as not justified after the analysis. OEM manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Novosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the closed samples received, fulfill the requirements of the OEM, OEM takes note of this incidence in order to assess if new or additional actions are needed. Actions on product: na. Corrective/preventive actions: na.